Event description:
In 2004, the facility's nurse manager informed the MFR's (MFR) representative of the following: the physician asked that pt arrange to have the leaking/defective valve returned to the MFR. For analysis. Five days later, the MFR's representative contacted the dialysis unit and spoke with the centers manager. He stated that the valve was implanted approx 3 years-ago. The pt has the valve in the rij vein, and the lateral port had been oozing for few days. The valve continued to bleed after the needle was removed. This is consistent with an open pinch valve. The device was explanted and replaced without incident. He faxed the MFR's representative a report. No further details were provided at this time.